Event description:
On (B)(6) 2013, it was reported that a patient passed away. The patient's father claimed that the patient may have been provided with an infected dialysis tube while in the hospital and felt this may have contributed to his son's death. The exact product was not provided. The father does not want to be contacted. The father didn't grant permission to contact the health care professionals. The process step is unknown. There was patient injury and involvement. Medical intervention is unknown.

Manufacturer narrative:
(B)(4). A sample was not returned for evaluation. Should additional relevant information become available, a follow up report will be submitted.